Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17673; 2938836-2019-17674. It was reported that when patient was admitted in hospital, the chest x-ray revealed dislodgement of both atrial and ventricular lead due to twiddler syndrome. Both the leads were dislodged and in to device pocket. The leads were explanted and replaced without any complications. The device was checked the next day and was functioning properly. The patient was stable and discharged the next day.